Event description:
The customer called in to report that the insulin pump replacement had not arrived. Troubleshooting was done in the past and it was agreed to replace and return the device for analysis. It was stated that the issue is unknown.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose drive support disk. Device had cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.